Event description:
Patient in for a laparoscopic cholecystectomy. After case, surgeon told scrub technician to report that the disposable clip applier used in the case did not function properly. The patient was not harmed in any way. When he squeezed the trigger to fire a clip, the clip did not release from the instrument. The device and packaging were saved. The device is an ethicon ligamax 5mm endoscopic multiple clip applier #el5ml.